Event description:
It was reported that the pt underwent total hip arthroplasty. During the procedure, the threaded tip of metal frame gage handle was attached to the acetabular implant and fractured during impaction. The threaded tip remains in the pt.